Event description:
Reportable based on device analysis completed on 23-apr-2025. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the device could not cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported. Patient was in good condition. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 2.50mm x 8mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube found no issues or damages. A visual examination of the balloon identified a 6mm longitudinal tear along the main body of the balloon. A detailed microscopic examination of the balloon material identified a 6mm longitudinal tear above the distal markerband. Shaft polymer extrusion has no kinks or damages. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. E1: initial reporter phone: (B)(6).